Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
It was reported patient admitted to ER(emergency room) with complaints of extreme fatigue and dyspnea, no edema or palpitations or device shocks. (No chest pain at this time, though had visited ER 2 days previous with chest pain and discharged to home with medication changes.) Now hypotensive at 80/40. Admitted to coronary care unit with forward failure (heart failure) and known decreased ejection fraction. Treated with drugs, but condition deteriorated, became bradycardic, "pacemaker of the ICD is increased." Resusitation required, but patient died "due to forwarded failure." Also reported that event can be related to a dying heart and cardiac arrest due to ventricular arrhythmia. Additional information is being requested.